Event description:
It was reported that the pump shutdown due to not being charged. The customer experienced an elevated blood glucose level of 592 mg/dl. A manual insulin injection was administered to address bg level. Tandem technical support educated the customer on charging the pump.